Event description:
As reported, during an unspecified procedure a c-flex double pigtail ureteral stent set became "shredded". It is unknown how the procedure was completed. No portion of the device was left within the patient. There was no need for additional procedures or prolonged hospitalizations. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Occupation: other non-healthcare professional: materials coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 17jan2022, but inadvertently not reported in our initial medwatch report: the tether was attached to the device. A new stent was used to complete the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during an unspecified procedure a c-flex double pigtail ureteral stent set became "shredded". The tether was attached to the device. A new stent was used to complete the procedure. No portion of the device was left within the patient. There was no need for additional procedures or prolonged hospitalizations. The patient did not experience any adverse effects due to this occurrence. Investigation / evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. Only the tyvek side of the packaging was returned with a note stating that the stent had been discarded. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions improper handling can seriously weaken the stent. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. The cause of the stent separation was not able to be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.